Event description:
Reportedly, a wrong german translation in the observation window for a44 warning is present. In english, the text is correct.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the provided files revealed an incorrect german text in rms report and file for the warning ¿[a44] rv threshold value is over the max tested amplitude.¿ the occurrence date and max tested amplitude are not available. The correct information is available on programmer in ¿autothreshold episodes.¿